Event description:
It was reported that during surgery pieces of the device came off and entered the patients surgery site. It is unknown if all pieces were removed. Another device was used to finish the procedure and as a result a delay occurred in which the patient was under anesthesia. No other adverse events were reported as it relates to this event.

Manufacturer narrative:
This incident has been recorded under (B)(4). Upon completion of investigation a final/supplemental report will be submitted.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-0837910. This medwatch is being filed to relay additional information. Visual inspection of the device confirmed there was abrasive wear on the mating surfaces of the inner and outer tube tips and metal transfer from the inner/outer tube tips to the ceramic insulation insert. The wear observed is typical as compared to durability tested validation units and does not affect the form, fit or function of the device. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to typical wear of the device. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.